Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "hospital staff was assembling a breathing circuit set for use on a patient. When he took a new flow sensor out of the box, he noticed that the flow sensor had a crack." - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer(B)(4).investigation is ongoing.